Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system exhibited a black screen and no power. A field service engineer (fse) removed the back panel and identified that the drawer 6 controller board was failed. Fse replaced the drawer controller, restarted the system and performed hardware test application to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system had black screen. The user checked multiple outlets to see if there was any power failure, however, all outlets were operational. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.